Event description:
It was reported that the physician decided to cap the lead when an increase in thresholds were observed. Noise was also noted on the segms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.